Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a filter placement procedure, the filter was allegedly cannot be fully deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. One photo shows the label of the device and another photo shows partial head of the device. Based on the photos, the reported activation positioning or separation problem issue cannot be confirmed. Also, a single fluoroscopic image was reviewed. The image depicts the deployed denali filter. The image was non-contrast-enhanced; therefore, the characteristics of the vena cava cannot be determined and deployment within the vena cava cannot be verified. The delivery sheath was seen separate and caudal to the filter. The legs of the filter are not expanded and appear tethered. Therefore, based on the image review, the identified activation failure including expansion failure can be confirmed as the legs of the filter are not expanded and appear tethered. However, based on the image review, the reported activation, positioning or separation problem is kept as inconclusive. A definitive root cause for the alleged activation, positioning or separation problem and the identified activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 04/2026), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly cannot be fully deployed. The procedure was completed using another device. There was no reported patient injury.